Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 25 mg/ml of morphine at 13.420mg/day via an implantable pump. The indication for use was not provided. It was reported the pump was sh ifting in the pocket and the patient complained it was uncomfortable. The pump pocket was in the right buttocks. A pump revision was scheduled to revise the pump and the doctor realized the pump was on the foreign particle fieldcorrective active (fca) list. Therefore, the doctor chose to replace the pump during the pocket revision to avoid any potential issues. No pump alarms were reported prior to the replacement. It was reported there were no known factors that may have caused or contributed to this issue. No troubleshooting was performed. The pump was replaced on (b)(6 2020 and the hospital was in possession of the device. It was indicated the pump would be returned to the manufacturer. It was reported the issue was resolved at the time of the report, (B)(6) 2020. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump (sn; (B)(4)) found wear on the motor o-ring for gear number three. The previously reported method code no longer applies to this event and has been updated. The previously reported results code no longer applies to this event and has been updated. If information is provided in the future, a supplemental report will be issued.